Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Notes: initial MDR originally submitted to the FDA on 07dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) /2017 and inspection of the unit was performed on 13/dec/2017 where the quality control inspector found the following: operation channel twisted in bending section, air/ water socket cylinder o-ring chipped, leak at # 2 remote control button cover, leak at # 1 remote control button cover, hole in # 1 remote control button cover, distal cap - fixed type failed seal integrity inspection, residue on distal body, failed dry leak test, eto vent valve loose inner shaft, lightguide prong cover glass set loose, failed wet leak test, middle light carrying bundle distal cover glass cracked, elevator body sticking, fluid invasion not observed in pve connector, r/l brake knob auto lock when r/l angulation is manipulated, insertion tube gauge/dig at stage 2, hole in # 2 remote control button cover, operation channel- primary slice by accessory, customer complaint confirmed, fluid invasion not observed in control body, insertion tube mild scratches at stage 1, insertion tube mild scratches at stage 2, distal cap/ case failed field service inspection, light carrying bundle distal cover glass middle chipped, middle light carrying bundle distal cover glass cracked. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 02/jan/2018. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Lcb distal cover.. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Remote control button(1). Eog valve assy. Distal case/cap.